Event description:
"Cpi" received info that this pt's implantable cardiac defibrillator exhibited a loss of pacing and inappropriate sensing. There was no inappropriate therapy delivered. The physician performed an invasive procedure and noted an insulation failure on the epicardial leads. The physician elected to remove the leads from svc and implant a pectoral system. Leads were capped and remain implanted.